Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the obstruction in the light lenses at the insertion tube of the distal end could not be determined. The pitting on the distal end of the distal sheath, as well as the corrosion on the light guide tube of the control block, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown, additional information will be provided if applicable.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited obstruction in the light lenses at the insertion tube of the distal end, and pitting on the distal end of the distal sheath, as well as corrosion on the light guide tube bracket of the control block. There was no patient involvement.